Manufacturer narrative:
Correction: upon review the left ventricle (lv) lead, manufacturer report 2017865-2025-99670, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the lead.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited a sensing anomaly. No intervention was performed and the patient's condition remains unknown.